Manufacturer narrative:
The customer¿s report of a balloon in the tubing was confirmed. Visual inspection of the set noted that the silicone segment had been weakened near the upper fitment. This was confirmed by tactile examination and the pictures provided by the customer that indicated that the upper fitment had previously ballooned. Functional testing was performed and a bulge was not confirmed as a leak was noted coming from the pumping segment. The root cause for the customer¿s report of ballooning was not identified.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the IV infusing d5.45 ns @50cc/hr started alarming and noticed a "bubble" in the tubing when opening the pump door. The tubing was used for approximately 26 hours. The user changed out the tubing and IV ran without difficulty. No harm to patient reported.